Manufacturer narrative:
Findings: reliability analysis inspected 1 opened quick-serter for locking and proper operation (B)(4) and performed insertion test using a new lab quick-set onto rubber skin. Quick-serter failed perinspection found the quick-serter barrel walls with excessive glue from quick-set tape.

Event description:
It was reported that customer's doctor contacted the medtronic representative to informed that the quick set was not stable even after it had been tightly attached. The distributor retrieved the product in question. The blood glucose level was not included in the report. No further details given.